Manufacturer narrative:
The icc and power assembly tray have not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the devices are returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a planned da vinci-assisted prostatectomy procedure, the site encountered a repeated non-recoverable error #23210 issue. A system error code #23210 is generated when the system detects that the amp high-side switch test failed on the patient side cart (psc). The site restarted the system before calling an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance but the issue persisted. Although troubleshooting was performed with the help of the tse, the customer reported issue was not resolved. The tse noted that during troubleshooting, the vision side cart (vsc) was not powering on. Due to the alleged issue, the surgeon made the decision to abort the planned surgical procedure after anesthesia was already administered to the patient and a laparoscopic assist port was placed. The surgeon indicated that he had to sew the laparoscopic assist port when the case was aborted. On 08-may-2018 isi contacted the site and obtained the following information regarding the reported event: the repeated non-recoverable error #23210 issue occurred at the same time anesthesia was being administered to the patient. Due to the system error issue, the surgical staff was unable to proceed with the planned surgical procedure. The site believes the issue was due to a problem with a network power unit/voltage supply unit. The site also indicated that the issue was not connected to the da vinci surgical system. An isi field service engineer (fse) performed a field evaluation at the site. The fse resolved the error #23210 issue by replacing the intuitive-surgical core controller (icc) and power assembly tray on the vsc. The fse then tested the system and verified that it was ready for use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the intuitive-surgical core controller (icc) involved with this complaint and completed investigations. The icc was returned for failure analysis which means that the amp high-side switch test failed. The reported error code could not be found in the error logs for the remote system. However, when the board was installed on the system, the core would not boot up. The board was removed from the system and powered up at a test bench and none of the leds turned on. The power supply that is used to power up the board went into high current mode and the 12v dropped to about 2v. This means that something shorted on the board so the board was scrapped. Isi also received the power tray assembly involved with this complaint and completed investigations. The reported failure could not be replicated. The power tray assembly passed all tests.